Manufacturer narrative:
Analysis confirmed the stated reason for return of faulty touch pen calibration, and additionally noted that the bezel had minor damage, the stylus, paper tray, keyboard, keyboard cover plate and bullets assemblies were missing, the keyboard hinges were broken and an error was found in the software history. The bezel, stylus, paper tray, keyboard, keyboard cover plate, keyboard hinges and bullets assemblies were all replaced and the stylus calibrated and new software was installed. The device then passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer's touch pen calibration was faulty. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service.